Event description:
It was reported that pump displayed malfunction code 12 with associated fault ID 12 ¿ 0x2071, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.